Event description:
It was reported that approximately 34.5 months post implant of a bifurcated device, a suprarenal aortic extension and two limb extensions, an endoleak coming from the bifurcated main body was noted. The physician implanted an additional bifurcated device to reline the initial main body, which resolved the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the unavailability of pre-implant imaging. Cautionary product use was found due to the aortic extension and bifurcated main body stents were the same diameter. There was no indication of post deployment angioplasties at the implant procedure. The type iiib endoleak just superior to the bifurcation, on the right lateral side, was substantiated, as was the secondary procedure of a main body relining. The patient was discharged home on pod 1, without complications. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical review, the reported endoleak was confirmed. Based upon the investigation findings, a root cause for the reported endoleak could not be determined.